Event description:
Welch allyn factory service tech identified that the device would charge but would not deliver energy. No pt involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the user returned the actual device involved. Welch allyn factory service discovered the device charges but would not deliver energy. The cause of the failure was due to a relay on the defib relay circuit board having one of its connector pins shorting the relay voltage to ground. Replacement of the defib assembly resolved the failure. The device was returned to the customer.